Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they are getting up 6 times a night and getting the chills when it's time to go to the bathroom. Reviewed how to connect to the ins, patient's stim was off. Reviewed how to turn stim back on. Patient was able to increase stim to where they could feel stim. On (B)(6) 2024 the patient stated they got up to use the bathroom every hour last night. Patient connected to ins and decreased stimulation to a comfortable level. Patient will maintain stimulation and monitor symptoms. Patient directed to hcp if issue persists.

Event description:
Additional information was received from the patient. Patient called back and reported that the therapy worked well after implant until end of november/beginning of december. They called for assistance to make changes, but friday, saturday, and sunday, the patient had "8 potties" per night. Helped the caller connect to the ins and the stimulation was showing off. Helped caller turn the stimulation back on. The caller will see how their body responds tonight and call back for help changing programs if needed. The caller noted that during the previous call, in which stimulation was uncomfortable that the discomfort was a "pop, like bubbles inside of me". Patient called back regarding continued symptoms at night. Patient stated they got up 6 times before midnight last night. Patient stated they decreased stimulation last night to see if that would help. Reviewed stimulation expectations. Patient connected to ins and increased stimulation to a comfortable level. Reviewed therapy adjustment options, including changing the program. Patient was directed to follow up with hcp if issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.